Event description:
It was reported that the device exhibited loss of bipolar ventricular capture. Isometrics revealed that loss of capture occurred when lead-header interface was physically manipulated. During the revision procedure, the lead was found to have good impedance and capture via an analyzer. Non-capture could not be replicated. Therefore, the pulse generator was replaced.